Event description:
According to the available information, the surgeon was not happy with static anchor placement and attempted to pull out the anchor when tugging on suture/anchor. The sling broke and detached from the anchor/suture. The surgeon opened another altis and placed the sling with no problem after a 30 minute delay to obtain another altis from neighboring facility.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. The surgeon has been advised not to pull on the device to dislodge a misplaced anchor in the future as it is not per IFU and the altis product is not designed for the anchor to be removed by using the device as a counter force (i.e. Tugging on the suture/anchor). Coloplast does not have data to support that the device can withstand the force needed to pull out a placed anchor. The IFU indicates includes instructions on where/how to properly place the device anchor to avoid malposition.

Event description:
According to the available information, the surgeon was not happy with static anchor placement and attempted to pull out the anchor when tugging on suture/anchor. The sling broke and detached from the anchor/suture. The surgeon opened another altis and placed the sling with no problem after a 30 minute delay to obtain another altis from neighboring facility.